Event description:
It was reported that during a gastric bypass procedure, the surgeon stated the staple line looked fine after firing. Later during the procedure, the surgeon noticed a hole in the staple line. The staple line was resected and another device was used to complete the case. There was no patient consequence.